Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department for a report of device alarms error coe e321 battery charger timeout. No tracking information was provided; therefore, specific patient information was not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours. No additional information was provided.